Manufacturer narrative:
The event unit was returned for evaluation. The unit was disassembled and internal component damage was found. The root cause of the improper clip loading was caused by the interference within the internal components. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic roux-en-y - "the scrub tech fired off the first clip onto the mayo stand on the first squeeze of the clip applier. The second squeeze of the clip applier was inside the abdominal cavity and it was a blank fire. The third squeeze of the clip applier placed a clip as indicated, 4th squeeze was a blank fire, the pattern was repeated 2 more times, then the clip applier just stopped delivering clips all together - it was only blank firing. The scrub tech squeezed the device several times on the mayo before they got another device, and it was only producing blank fires too." Patient status - normal.